Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right micro-insert is not visualized') in a 38-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Non visualization of the right essure implant. Occlusion of the right fallopian tube, which may be due to post procedural fibrosis. X-ray of pelvis and hip - on (B)(6) 2013: only the left essure is identified. The right micro-insert is not visualized. Concerning the injuries reported in this case, the following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right micro-insert is not visualized'), device breakage ('device breakage') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 38-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 29 days after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/ headches"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, dyspareunia, menorrhagia, vaginal discharge, fatigue, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, alopecia, abdominal pain, pelvic pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date provided in pfs - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Non visualization of the right essure implant. Occlusion of the right fallopian tube, which may be due to post procedural fibrosis/bilateral occlusion unilateral occlusion (left tube occluded). Right essure was not in tube and doctor said I may have passed it (vaginally) and did not realize it.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2013: only the left essure is identified. The right micro-insert is not visualized. Concerning the injuries reported in this case, the following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. New events: abnormal bleeding (vaginal), bladder or urinary problems or changes, migraines /headaches, device breakage, hair loss, abdominal pain, pelvic pain and back pain were added. New reporter added. Lab data updated. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right micro-insert is not visualized') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 38-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 29 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, menorrhagia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia and vaginal discharge to be related to essure. The reporter commented: insertion date provided in pfs - (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Non visualization of the right essure implant. Occlusion of the right fallopian tube, which may be due to post procedural fibrosis/bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2013: only the left essure is identified. The right micro-insert is not visualized. Concerning the injuries reported in this case, the following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events- "ectopic pregnancy, device ineffective, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge and fatigue", reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right micro-insert is not visualized') in a (B)(6)-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 2 months 31 days after insertion of essure. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Non visualization of the right essure implant. Occlusion of the right fallopian tube, which may be due to post procedural fibrosis. X-ray of pelvis and hip - on (B)(6) 2013: only the left essure is identified. The right micro-insert is not visualized. Concerning the injuries reported in this case, the following event was described in patient's medical record- device dislocation. Most recent follow-up information incorporated above includes: on 5-aug-2019: medical records received. Event injury nos was replaced with new event from medical record- right micro-insert is not visualized. Lot number added. Reporter information, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.